Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up session, the patient's ICD exhibited backup mode. A software download successfully resolved the issue. No patient symptoms were reported.